Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead had to be repositioned the lead a few times, due to poor sensing. The last time the screw did not come out smoothly but jumped out suddenly. It was also noted the sensing had dropped. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant and the lead indicated stretching. (B)(4).